Manufacturer narrative:
(B)(4). The customer reported hgb output was 4.99 (specification of 5.0 + 0.2). The customer stated that all quality controls (qc) were within range, as expected. The customer technical advocate (cta) recommended to clean the hgb flow cell and perform calibration verification. After cleaning the hgb flow cell, hgb recoveries were acceptable by the physician and correlated with patient's clinical picture and history. The customer had no other requests and agreed that the issue had been resolved. No further investigation was required as the cell-dyn 3200 instrument was performing within specifications. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Service and maintenance, nonscheduled maintenance frequency, recommends cleaning the hgb flow cell when auto-clean has not cleared away restriction, or an organic buildup is suspected of causing elevated hgb results or hgb imprecision. Service and maintenance, provides instructions for cleaning the hgb flow cell. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6) 2009 through (B)(6) 2009. No nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported incident. There was no systematic issue with the cell-dyn 3200 product line. This is the final report.

Event description:
A physician stated that hemoglobin values are running higher on the cell-dyn 3200 analyzer compared to results obtained at another facility. A patient generated a hemoglobin result of 8.15 g/dl on the cell-dyn 3200 analyzer. The previous day, another sample from this patient yielded a hemoglobin value of 7.2 g/dl when tested at another facility that uses a cell-dyn instrument (model not known). No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.